Manufacturer narrative:
(B)(6). As reported by the (B)(6) study, approximately two years after two smart 120 150, sfa - 6x150mm smart stents were implanted in the right femoral artery, the patient had claudication. Restenosis and stents fracture were confirmed by contrast radiography three days later. The restenosis was treated with plain old balloon angioplasty. The stent fracture was type four, non-over-lap portion, and was on the proximal portion of the right superficial femoral artery. The grade of abi was 0.61 on the right, and 0.62 on the left. The rutherford level was 3 on the right, and 1 on the left. Angiography measured fifty to ninety nine percentages of stenosis. 11 months later, the grade of abi was 0.73 on the right, and 0.68 on the left. The rutherford level was 1 on the right, and 1 on the left. The initial diagnosis was claudication. The patient¿s medical history, lesion and vessel characteristics of the initial lesion such length and diameter are unknown. It is also unknown if the lesion was pre-dilated before stent placement, if the stent completely separated and migrated after the fracture. The current state of the patient is unknown. The products were not returned for analysis. A device history record (DHR) review of lot 15851700 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured-in patient (peripheral)¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces may have contributed to the reported event. According to the instructions for use ¿placing multiple overlapping stents in the sfa may increase the possibility of stent fracture.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00440 and 9616099-2016-00441.

Event description:
As reported by the (B)(6) study, approximately 2 years after 2 smart 120 150, sfa - 6x150mm smart stents were implanted in the right femoral artery, the patient had claudication. Restenosis and stents fracture were confirmed by the contrast radiography 3 days later. The restenosis was treated with plain old balloon angioplasty. The stent fracture was type four, non-over-lap portion, and was on the proximal portion of the right superficial femoral artery. The grade of abi was 0.61 on the right, and 0.62 on the left. The rutherford level was 3 on the right, and 1 on the left. Angiography measured fifty to ninety nine percentages of stenosis. Eleven (11) months later, the grade of abi was 0.73 on the right, and 0.68 on the left. The rutherford level was 1 on the right, and 1 on the left. The initial diagnosis was claudication. The patient's medical history, lesion and vessel characteristics of the initial lesion such length and diameter are unknown. It is also unknown if the lesion was pre-dilated before stent placement, if the stent completely separated and migrated after the fracture. The current state of the patient is unknown and a procedural film is not available.